Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to low blood glucose on unknown date with blood glucose of 20 mg/dl and now blood glucose 176 mg/dl. It was unknown that auto mode feature was active or not at the time of event. Customer had fallen, got a bruise on her leg. The customer was treated with glucose tablets. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The insulin pump will not be returned for analysis.